Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Device code relates to problem code for the reported event of cutting wire incorrect orientation. Visual examination of the returned device found that the cutting wire bent/kinked and the working length twisted in multiple locations. No other issue was noted. The complaint was consistent with the reported event of incorrect orientation which could have been affected by twisted working length in multiple locations and bent/kinked cutting wire. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for this complaint is "operational context¿ since it is most likely that due to anatomical and/or procedural factors encountered during the procedure, the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a stonetome¿ was used in the papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction. The procedure was completed with a second stonetome¿. There were no patient complications reported as a result of this event.